Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, it was reported that at 4:45 am, the patient¿s cgm alerted a glucose reading of 67 mg/dl. The patient was asymptomatic and consumed approximately half a cup of juice, after which the cgm reading increased to 87 mg/dl. Approximately 15 minutes later, the cgm reading decreased again to 60 mg/dl. Over the next several hours, the patient reported that cgm readings fluctuated rapidly, briefly increasing after food intake but then decreasing again within short intervals despite additional corrective actions, including eating a sandwich. These erratic fluctuations continued without stabilization. At approximately 8:45 am, the cgm displayed ¿low.¿ no fsbg measurement was available at that time to confirm the value. Due to ongoing inconsistent and unreliable cgm readings, the patient sought evaluation at the emergency room (ER). Upon arrival, a fsbg measurement was obtained, showing a value of 550 mg/dl, while the cgm continued to display ¿low.¿ the patient reported mild tiredness. The patient received intravenous (IV) insulin and IV fluids and remained under care for approximately two hours. At the time of discharge, a repeat fsbg measurement showed 425 mg/dl. The patient was advised to continue management at home with regular insulin to further reduce glucose levels and reported feeling well at discharge. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. At the ER, the reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.